Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The total number of inflations and to what atms is unknown. The location of the lesion being treated is unknown. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported "okay".